Event description:
The customer's father called to report unresponsive buttons and a blank display. The father stated that the customer went swimming with the insulin pump on, and he can see moisture inside the case. Advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies.